Manufacturer narrative:
The device has not been returned to olympus for evaluation. The exact cause of the reported complaint could not be conclusively determined. Olympus followed up with the facility via telephone and in writing to obtain additional information but with no result. The instruction manual warns users: "when attaching the electrode, make sure not to push it too forcefully into the working element. Otherwise the electrode may be damaged. If any damage to the insulation at the electrode's distal end is recognized during use, replace the electrode with an undamaged electrode. Otherwise there is a risk or injury for the patient and/or user."

Event description:
Olympus was informed that during an unspecified procedure, the electrode loop broke off inside the patient. No additional information was provided.